Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the oxygen sensor in a 980 ventilator failed. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event.

Manufacturer narrative:
(B)(4). Additional information was received regarding patient involvement customer name. The covidien service engineer (se) inspected the device and found that the o2 sensor was past its shelf life. The se replaced the o2 sensor. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, the oxygen (o2) sensor in a 980 ventilator failed. The ventilator was not in use on a patient at the time of the reported event.